Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in clinic from (B)(6) 2020 through (B)(6) 2020. The patient stated that he had alarms at the clinic but was unable to determine the cause. The patient has a known short to shield. On interrogation, no external power alarm was noted the morning prior to readmission but the patient stated that the alarming happened earlier on in his stay at the clinic. Unfortunately due to streaking lines on the lcd display screen of the patient's controller, it is difficult to read the past 6 alarms on the controller. A log file review was requested. The log captured a single no external power event on (B)(6) 2020 that appears to have been the result of the patient simultaneously disconnecting power from both controller leads. In addition, the log noted a manual speed change on (B)(6) 2020 from 8600 rpms to 8200 rpms. There were no other unusual events recorded in the log file event history. The event history only goes back to (B)(6) 2020 so technical services are unable to see any alarms that happened earlier on in the patient¿s stay. The mcs equipment is operating as intended. It was reported that no equipment was exchanged and so no equipment will be returning for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient report of unknown alarms could not be conclusively determined through this evaluation. As the event history only goes back to (B)(6) 2020, any alarms that happened earlier were unable to be reviewed. A no external power event was revealed during the analysis of the provided log file (96261536.log). The log file recorded within approximately 14.5 days of data from (B)(6) 2020 to (B)(6) 2020, per time stamps. The average power and flow were 5.1 watts and 4.8 lpm, respectively. The fixed speed was set between 8200 and 8600 rpm and the low speed limit (lsl) was set to 8000 rpm. The pump maintained speed above the lsl without issue while the driveline was connected. On (B)(6) 2020 at 06:52:15, the no external power alarm activated due to both power cables being disconnected at the same time. This event appears to be occurred while the patient was changing the power sources. The controller's backup battery was briefly in use and powered the pump during this event. The no external power alarm resolved when the patient re-connected to external batteries. No other atypical alarms were recorded in the remaining events and the controller operated the pump at the set speed throughout the log file. The system controller serial number (B)(6) was not returned for evaluation. As a result, the root cause of the reported events include the reported lines in the user interface lcd screen could not be conclusively determined. Per reported information, no equipment was exchanged and not expecting to be return for evaluation. As a result, this complaint file will be closed with no further actions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed during the analysis of the provided log file ((B)(4)). However, the reported lines in the user interface lcd screen could not be determined during this investigation. The log file recorded within approximately 14.5 days of data from (B)(6) 2020, per time stamp. The average power and flow were 5.1 watts and 4.8 lpm, respectively. The fixed speed was set between 8200 and 8600 rpm and the low speed limit (lsl) was set to 8000 rpm. The pump maintained speed above the lsl without issue while the driveline was connected. On(B)(6) 2020 at 06:52:15, a no external power alarm activated due to both power cables being disconnected at the same time. This event appears to be occurred while the patient was changing the power sources. The controller's backup battery was briefly in use and powered the pump during this no external power event. The atypical no external power alarm resolved when the patient re-connected to external batteries. No other atypical alarms were recorded in the remaining events and the controller operated the pump at the set speed throughout the log file. The system controller serial number (B)(6) was not returned for evaluation. As a result, the root cause of the reported events could not be conclusively determined nor correlated to a device related issue. Per reported information, no equipment was exchanged and not expecting to be return for evaluation. As a result, this complaint file will be closed with no further actions. No further information was provided. The manufacturer is closing the file on this event.